Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that it was taking too long to charge the ins. The patient reported that they talked the hcp about the ins taking "an exuberant amount of time" to recharge. No patient complications have been reported because of this event.